Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review titled: impella-supported intracoronary lithotripsy of left main in-stent restenosis the patient suffered non-st-elevation myocardial infarction (nstemi) complicated by cardiogenic shock and cardiac arrest which was treated with the percutaneous coronary intervention (pci) of the lm bifurcation with the double kissing crush (dk crush) technique. Approximately 12 months later, the patient presented with non-st-elevation myocardial infarction (nstemi) and coronary angiography revealed critical left main (lm) bifurcation in-stent restenosis (isr). The patient had symptoms of decompensated hf (killip-kimball ii) with deterioration to pulmonary edema. Echocardiography revealed a severely reduced left ventricular ejection fraction (lvef) of approximately 20%. The patient was determined to be a suitable candidate for a high-risk rescue pci with the use of use of a non-medtronic (mdt) heart pump support. This pci was performed by the left femoral approach and a 7f launcher guide catheter was used along with a non-medtronic heart pump support which was inserted via the right femoral access. After initial intravascular ultrasound (ivus), shockwave intravascular lithotripsy 3.5 × 12 mm balloon was performed due to severely calcified plaques in the distal segment of lm and the proximal segment of the left circumflex artery (lcx). Pre-dilation was performed with a 3.5 × 15 mm non compliant balloon and a 3.5 × 15 mm drug coated non mdt balloon was then used. Due to protruding calcium nodules in the distal segment of the lm a stent was implanted into the lm without covering the bifurcation. The optimal final angiographic result was confirmed by ivus. The non mdt heart pump support was explanted directly after the pci while maintaining the patient¿s hemodynamic stability. The femoral artery was closed using two non mdt devices. Following the pci, the patient was monitored in the intensive care unit. The patient suffered from periprocedural blood loss and required a transfusion of two units of red blood cells. The patient was discharged from the hospital six days after pci.

Manufacturer narrative:
Additional information: annex d code added procedural images/data in the article provided the basis of the analysis. The images confirm the presence of significant stenosis in the left main and left circumflex arteries, however the images do not capture the reported blood loss and injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: impella-supported intracoronary lithotripsy of left main in-stent restenosis authors: sylwia iwanczyk, aneta klotzka, wlodzimierz skorupski, patrycja wozniak, marek grygier, maciej lesiak journal name: kardiologia polska year: 2022 reference: doi: 10.33963/kp.a2022.0007. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.